Event description:
Related manufacturing reference number: 2017865-2022-04491. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited r wave amplitude variation and far p wave oversensing due to lead dislodgement. A pacing marker anomaly was also observed on the implantable cardioverter defibrillator. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of unusual pacing marker was confirmed. Analysis of the data provided indicates that the cause of the reported event was due to the pacemaker and defibrillation sensitivities being programmed two different values, resulting in a marker display anomaly. The device was performing as designed.